Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported insulin was not observed exiting the infusion tubing during the load fill tubing sequence. There was no known impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the filling issue and instead stated a supply change would be performed to address the issue. A follow up request to ensure the issue was resolved was declined by the customer.